Event description:
It was reported that during a da vinci-assisted tongue base resection - malignant surgical procedure, the monopolar curved scissors (mcs) instrument's tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have scratch marks/abrasions on the tube adapter. No broken or missing components were observed. The complaint was confirmed by failure analysis.